Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was damaged as it was picking up myopotentials and noise was seen. A lead replacement was considered. The electrical parameters were stable. No adverse patient effects were reported.